Event description:
It was reported that during a thyrodectomy procedure, the device tip broke. No injury to the pt.

Manufacturer narrative:
Date sent: 12/04/2008. Info anticipated, but unavailable at this time.